Event description:
The nurse injector's report: "received a call from patient on (B)(6) 2023, indicating a blue hue to both upper and lower lip that started on (B)(6) 2023. No pain, no area of white does pink with compression and release per patient. Patient thinking not related to filler, but was concerned about tyndall effect. Patient brought to office and assessed. Oral mucosa and gums pink and moist. Blue hue to upper and lower lips. Lips warmed and moist. No lumps of aller. Tissue perfuses well with compression blanching test. Lips massaged and pink upon completion. No tenderness, no pain. Photo taken. Patient left at 1:30 pm. At 2:15 pm, our office made contact with patient and patient sent photo with blue hue to lips once again. Recommended dissolving of filler to patient, despite likelihood of filler complication. Patient declined, indicating she felt it was not filler-related and was not concerned about filler. Recommended follow up with pcp, ER or urgent care for further evaluation at this time. Patient indicates she is feeling well and not concerned."